Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 targeting the cluneal nerve to treat hip pain. After activation of the system, the patient reported difficulty maintaining connection between the implantable pulse generator (ipg) and the external therapy discs, especially when changing body positions. On (B)(6) 2023 a surgical revision was performed to place a new ipg in a more optimal anatomical position to reduce the connectivity issues related to change of positioning. See MDR 3015425075-2023-00318. In (B)(6) 2026 the firm was notified that the patient was experiencing inadequate pain relief and ineffective therapy from the system and was requesting to have it removed. A full system explant was performed on (B)(6) 2026 per the patient's request.

Manufacturer narrative:
All explanted components were retained or discarded by the medical facility and thus unavailable for testing by the firm. Throughout the 2 years between revision and explant there was no communication to the firm from the patient or physician around any issues with the nalu system until approximately 10 minutes prior to the planned explant. A nalu representative provided explant guidance via phone call prior to the procedure and was given very high level explanation as to the reason for the system removal. It is unknown what imaging or other troubleshooting methods were used prior to scheduling an explant. The patient's health and physical condition are unknown and unable to be assessed as no nalu personnel were able to be present for the explant with the lack of prior notification.